Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing and the was found to visually and audibly alarm during alarm conditions. The device was able to obtain readings during simulation testing. The reported issue was unable to be confirmed since the device did not shut off by itself during the testing and it turned on right away without any issues even after multiple restarts.  During internal visual inspection, the cable connecting the ui to the system circuit board was damaged, potentially causing the device to experience unexpected shut downs, which were not observed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device will not always turn on right away and shuts off. No consequences or impact to patient were reported.